Manufacturer narrative:
The device manufacture dates of the returned pins were 08/09/2018 and 11/01/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal surgery. It was reported that when the surgeon tried to put pins in the array they would not fit. They opened another package and they also had issue with fit. The surgeon was able to get them in but they were really tight. There was no known impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
The instrument was returned for analysis. Functional testing determined that the instrument was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.